Event description:
It has been reported there was black debri coming out of bottom of eye piece. Foggy. No patient involvement. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Result of investigation: during the technical inspection, the error description provided by the customer, "black debris coming out of bottom of eye piece", could not be confirmed. The examination of the optics revealed limited imaging in the form of cloudiness or blurring, which can be attributed to adhering residues on the distal cover glass. The coating is more clearly visible when focusing on the individual sections of the rod lens system. The distal solder seam shows a slight impact mark caused by mechanical stress. The damage found is not due to a manufacturing/production defect and may have been caused by clinical use/clinical reprocessing. This event is filed under internal complaint ID (B)(4).